Event description:
Patient reported, capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17jul2024.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported right side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Patient reported capsular contracture baker grade unknown for right side. Device was explanted. Later, hcp reported capsular contracture baker grade 4 for right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11/22/2024.

Event description:
Patient reported capsular contracture baker grade unknown for right side. Device was explanted. Later, hcp reported capsular contracture baker grade 4 for right side.

Event description:
Later, hcp reported capsular contracture baker grade 4 for right side.